Event description:
Allegedly pt. Started to suffer from swelling, difficulty walking and lying down near the end of 2011. Blood tests / scans confirmed high levels of chromium and cobalt above the mhra threshold and swelling around the joints. During revision alval was confirmed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01152, 01153, 01155. This incident occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.(B)(4).